Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of multiple no delivery alarms on their insulin pump. Customer's blood glucose level at the time was over 600mg/dl. The customer states they treated with manual injections. The customer sates their blood glucose level also went down to 45mg/dl because they overcompensated with injection. Troubleshooting was declined.